Event description:
Co received the following information from a MDR copy. "While the surgeon was suturing the skin, the device broke. The broken piece of the device could not be located on the field and the operating room staff believe that it may have been retained by the patient. The surgeon feels that there will be no adverse affect to the patient as a result of retaining the broken piece of the device. No x-ray taken. Since no harm to the patient is foreseen, this report is being sent as a voluntary report. The reason for the report is that the or staff feel that since the purpose of the device is for skin suture, that it should not have broken so easily.